Event description:
It was reported that the ventilator generated a technical error code indicating turbine module input voltage failure. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The ventilator had generated a technical error alarm referring to a turbine module input voltage failure. The device was investigated on-site, where the turbine module was replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Analysis of the provided device logs confirm the reported issue with the generated technical error alarm. According to the provided logs, the reported technical error message appears during ventilation when switching from battery to mains power. The turbine module was returned for further investigation. Visual inspection of the turbine module revealed no abnormalities. The turbine module was then placed in a reference ventilator for simulated use testing. During this testing, the device passed the pre-use check (puc). After passing, ventilation was performed successfully for 24 hours without generating any alarms or errors. During ventilation, multiple power source switches from battery to mains were made to test whether the turbine failure alarm would show up, which it did not. After ventilation, several pucs were performed, and all of them passed. Our conclusion is that the device failed to meet its specifications during the reported event, and a defective turbine module was a contributory cause of the failure. However, since the reported issue could not be reproduced at the manufacturer's site, no definite root cause can be established at this time.

Event description:
Manufacturer's ref: (B)(4).